Manufacturer narrative:
(B)(4). Additional concomitant medical products: nexgen long offset stem extension, cat#: 00598802118, lot#: 60808781. (B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient was revised to address a distal femoral stem fracture. It was also reported that the patient was noted to have a high body mass index and loss of bone stock, which was thought to have contributed to the fracture. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of x rays and photos. A picture of was provided and examination of the picture determined that the inferior side of the femur shows femur fractured at the stem/femur junction. There are augments attached to the femoral component. There is foreign material and red marks (possibly blood) mixed with the bone cement on the inferior side of the femoral component. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the x-ray by private hcp indicates that left total knee arthroplasty with evidence of healed fracture along the distal femoral metaphysis medially, as well as hardware fracture at the stem femur junction. Suggestion of lucency at the bone cement interface of the medial tibial plateau (zone 1), which may indicate loosening. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. However, a definitive root cause cannot be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required. Per statement by the doctor, root cause of the reported issue is attributed to the patient condition (high bmi with loss of bone stock. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.